Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation the rear response button was found to be intermittently functional. The cause for the repone button failure was isolated to a crease in the rear response button cable, which damaged the response button traces and caused the button to be intermitted. The root cause for the creased response button cable was unable to be positively identified. No adverse event resulted from the response button. The pt was issued a replacement monitor.

Event description:
During the servicing of (B)(6) pt monitor for an unrelated issue, a reportable problem was discovered. The monitor's response buttons were functioning intermittently. The pt was issued a replacement monitor.